Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation a run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components.

Event description:
The handpiece was returned to the MFR for service, and during the investigation the device continued to run on its own. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.